Event description:
A hub crack was noted during balloon inflation. There were no anomalies noted when the device was taken out of the package and the device was not resterilized. The device was not pulled from the packaging by the hub. The device was prepped according to IFU instructions and no difficulty was encountered while flushing the sds. There was no difficulty encountered when connecting the boston indeflator. The target lesion was the mid lad and the lesion was a type b with no calcification or tortuosity. Pre-procedure stenosis was 75-80%. There were no resistance advancing the product to the lesion and the device was not steered by the hub. The device was not advanced with the indeflator connected to the hub and no anomalies were noted after the device was delivered to the lesion. Leak of dye along the linear crack was noted while inflating with positive pressure. The device was not able to be deflated at all due to the anomaly. One to two atms were used to inflate the device before the anomaly was noted. No pressure was maintained. The stent was not deployed. The device was removed by pulling it inside the guiding catheter. There was no patient injury.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.